Event description:
Reporter stated the infusion device does not deliver insulin correctly. The customer's blood glucose elevated to 450 mg/dl, and he changed the infusion set and cartridge but the piston rod would not move forward. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).